Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The top case on left corner and both plunger cases were cracked. Unable to duplicate the motor not running error during occlusion test. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: replaced stepper motor for preventive. Performed occlusion test and all functional tests which passed.

Event description:
It was reported that the pump motor not running. No patient injury was reported.